Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed severe scrape marks on the non-articulating surface. The two pegs and the barbs on the non-articulating surface are broken-off. There were inconsistent wear patterns and irregular surface texture on the articulating surface. Unable to complete dimensional analysis of complaint part due to the extent of the damage. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per product directions for use, post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had an s/p eclipse with universe ii pegged glenoid implanted in 2013. Serial x rays showed continued progression of bone resorption. Patient recently had a "fall" and a follow up CT revealed her rotator cuff to be torn. She has had growing pain in her right shoulder. Revision performed (B)(6) 2017. It was reported to sales rep by surgeon that the patient had told surgeon, in the pre-op area, that "a piece of plastic came out of her skin last week". The humeral component was found to be well fixed with complete bone through growth of the cage screw. This was in the presence of a large osteolytic lesion in the proximal lateral humerus. The humeral implants were removed without incident. Attention was turned to the glenoid. There were several loose plastic bodies which were retrieved and removed as they exposed the glenoid. The glenoid face was loose and removed by hand and it was noted that both pegs and the peg were not attached. There was gross wear on the articular side of the glenoid face and pitting was noted on the non-articular side. The superior peg was found loose in the glenoid. The remnants of the central and inferior peg were left in place. Allograft of the illiac crest was prepared in situ for the base plate and then harvested. Then graft and baseplate were implanted in the glenoid and fixated with the baseplate screws. The rest of the revers was performed per the standard surgical technique.